Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disorders"), rheumatoid arthritis ("rheumatoid arthritis") and psoriatic arthropathy ("psoriatic arthritis") in an adult female patient who had essure (batch no. 624478) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroesophageal reflux disease, anxiety, asthma, autoimmune disorder, depression, bariatric surgery in (B)(6) 2013, human papilloma virus exposure, multigravida and parity 3. Previously administered products included for birth control: depo-provera. Concomitant products included buprenorphine, cyclobenzaprine, diclofenac diethylamine (voltaren emulgel), ergocalciferol (vitamin d2), escitalopram, esomeprazole magnesium (nexium), folic acid, gabapentin, hydroxychloroquine, lisdexamfetamine mesilate (vyvanse), lorazepam, methotrexate sodium, panadeine co (tylenol with codeine), sertraline (zoloft) and tramadol. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), thyroid disorder ("thyroid disorders"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal) "), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("frequent utis"), constipation ("constipation"), coital bleeding ("vaginal bleeding after intercourse"), bipolar disorder ("bipolar disorder"), tooth loss ("dental problems - tooth loss"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("frequent back pain"), rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), psoriatic arthropathy (seriousness criterion medically significant), panic attack ("panic attacks") and mood swings ("mood swings"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, thyroid disorder, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection, constipation, coital bleeding, bipolar disorder, tooth loss, fatigue, alopecia, back pain, rheumatoid arthritis, fibromyalgia, psoriatic arthropathy, panic attack and mood swings outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, bipolar disorder, coital bleeding, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, mood swings, panic attack, pelvic pain, psoriatic arthropathy, rheumatoid arthritis, thyroid disorder, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additionai surgery. Current weight 210 lbs. Assessment after essure removal: foreign body in uterus, essure coils in the fallopian tubes and uterus that are causing pain, dysmenorrhea, dyspareunia. Small area of omental adhesions in the right lower quadrant.uterus. Bilateral tubes and cervix removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: did not receive confirmation results. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia., vaginal discharge. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received: batch number provided, reporter updated. Events from pfs: abnormal bleeding (vaginal, menorrhagia), bipolar disorder, panic attacks, mood swings, rheumatoid arthritis, fibromyalgia, psoriatic arthritis, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, frequent utis, constipation. Vaginal bleeding after intercourse, hair loss. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disorders"), bipolar disorder ("bipolar disorder"), rheumatoid arthritis ("rheumatoid arthritis") and psoriatic arthropathy ("psoriatic arthritis") in an adult female patient who had essure (batch no. 624478) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroesophageal reflux disease, anxiety, asthma, autoimmune disorder, depression, bariatric surgery in (B)(6) 2013, human papilloma virus exposure, multigravida and parity 3. Previously administered products included for birth control: depo-provera. Concomitant products included buprenorphine, cyclobenzaprine, diclofenac diethylamine (voltaren emulgel), ergocalciferol (vitamin d2), escitalopram, esomeprazole magnesium (nexium), folic acid, gabapentin, hydroxychloroquine, lisdexamfetamine mesilate (vyvanse), lorazepam, methotrexate sodium, panadeine co (tylenol with codeine), sertraline (zoloft) and tramadol. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), thyroid disorder ("thyroid disorders"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("frequent utis"), constipation ("constipation"), coital bleeding ("vaginal bleeding after intercourse"), bipolar disorder (seriousness criterion medically significant), tooth loss ("dental problems - tooth loss"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("frequent back pain"), rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), psoriatic arthropathy (seriousness criterion medically significant), panic attack ("panic attacks") and mood swings ("mood swings"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, thyroid disorder, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection, constipation, coital bleeding, bipolar disorder, tooth loss, fatigue, alopecia, back pain, rheumatoid arthritis, fibromyalgia, psoriatic arthropathy, panic attack and mood swings outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, bipolar disorder, coital bleeding, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, mood swings, panic attack, pelvic pain, psoriatic arthropathy, rheumatoid arthritis, thyroid disorder, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additionai surgery. Current weight 210 lbs. Assessment after essure removal: foreign body in uterus, essure coils in the fallopian tubes and uterus that are causing pain, dysmenorrhea, dyspareunia. Small area of omental adhesions in the right lower quadrant.uterus. Bilateral tubes and cervix removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: did not receive confirmation results. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia., vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), bipolar disorder ('bipolar disorder'), rheumatoid arthritis ('rheumatoid arthritis') and psoriatic arthropathy ('psoriatic arthritis') in an adult female patient who had essure (batch no. 624478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery in (B)(6)2013, gastroesophageal reflux disease, anxiety, asthma, autoimmune disorder, depression, human papilloma virus exposure, multigravida and parity 3. Previously administered products included for birth control: depo-provera. Concomitant products included buprenorphine, codeine phosphate;paracetamol (tylenol with codeine), cyclobenzaprine, diclofenac diethylamine (voltaren emulgel), ergocalciferol (vitamin d2), escitalopram, esomeprazole, folic acid, gabapentin, hydroxychloroquine, lisdexamfetamine mesilate (vyvanse), lorazepam, methotrexate sodium, sertraline hydrochloride (zoloft) and tramadol. In 2007, the patient experienced depression ("depression") and panic attack ("panic attacks") and was found to have weight increased ("weight gain"). On (B)(6)2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tooth loss ("dental problems - tooth loss") and fatigue ("fatigue"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2011, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disorders"), thyroid disorder ("thyroid disorders"), anxiety ("anxiety"), urinary tract infection ("frequent utis"), constipation ("constipation"), coital bleeding ("vaginal bleeding after intercourse"), bipolar disorder (seriousness criterion medically significant), back pain ("frequent back pain"), rheumatoid arthritis (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant), mood swings ("mood swings"), abdominal pain ("abdominal pain"), flatulence ("gas in abdomen that is painful"), inflammation ("inflammation"), arthralgia ("pain radiates to my knees"), muscle disorder ("muscle twisting"), feeling abnormal ("brain fog nos"), allergy to metals ("nickel allergy"), swelling face ("eyebrow swelling "), device expulsion ("device is slipping into my uterus"), abdominal distension ("bloating"), dysgeusia ("metallic taste"), dermatitis contact ("contact dermatitis") and hernia ("hernia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and gastric sleeve surgery). Essure was removed on 16-mar-2016. At the time of the report, the pelvic pain, weight increased, fibromyalgia and panic attack was resolving, the autoimmune disorder, thyroid disorder, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection, coital bleeding, bipolar disorder, tooth loss, fatigue, alopecia, back pain, rheumatoid arthritis, psoriatic arthropathy, mood swings, abdominal pain, flatulence, inflammation, arthralgia, muscle disorder, feeling abnormal, allergy to metals, swelling face, device expulsion, abdominal distension, dysgeusia, dermatitis contact and hernia outcome was unknown and the vaginal haemorrhage, menorrhagia and constipation had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bipolar disorder, coital bleeding, constipation, depression, dermatitis contact, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, flatulence, hernia, inflammation, menorrhagia, mood swings, muscle disorder, panic attack, pelvic pain, psoriatic arthropathy, rheumatoid arthritis, swelling face, thyroid disorder, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additionai surgery. Current weight 210 lbs. Assessment after essure removal: foreign body in uterus, essure coils in the fallopian tubes and uterus that are causing pain, dysmenorrhea, dyspareunia. Small area of omental adhesions in the right lower quadrant.uterus. Bilateral tubes and cervix removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: did not receive confirmation results.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia., vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jan-2020: content from social media received. Abdominal pain, gas pain, inflammation, knee pain, muscle twisting, brain fog, nickel allergy, eyebrow welling, partial expulsion of device, bloating, metallic taste, contact dermatitis were added as events. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), bipolar disorder ('bipolar disorder'), rheumatoid arthritis ('rheumatoid arthritis') and psoriatic arthropathy ('psoriatic arthritis') in an adult female patient who had essure (batch no. 624478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery in (B)(6) 2013, gastroesophageal reflux disease, anxiety, asthma, autoimmune disorder, depression, human papilloma virus exposure, multigravida and parity 3. Previously administered products included for birth control: depo-provera. Concomitant products included buprenorphine, codeine phosphate; paracetamol (tylenol with codeine), cyclobenzaprine, diclofenac diethylamine (voltaren), ergocalciferol (vitamin d2), escitalopram, esomeprazole, folic acid, gabapentin, hydroxychloroquine, lisdexamfetamine mesilate (vyvanse), lorazepam, methotrexate sodium, sertraline hydrochloride (zoloft) and tramadol. In 2007, the patient experienced depression ("depression") and panic attack ("panic attacks") and was found to have weight increased ("weight gain"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tooth loss ("dental problems - tooth loss") and fatigue ("fatigue"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2011, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disorders"), thyroid disorder ("thyroid disorders"), anxiety ("anxiety"), urinary tract infection ("frequent utis"), constipation ("constipation"), coital bleeding ("vaginal bleeding after intercourse"), bipolar disorder (seriousness criterion medically significant), back pain ("frequent back pain"), rheumatoid arthritis (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant), mood swings ("mood swings"), abdominal pain ("abdominal pain"), flatulence ("gas in abdomen that is painful"), inflammation ("inflammation"), pain ("pain radiates to my knees/ pain"), muscle strain ("muscle twisting/muscle clinch"), feeling abnormal ("brain fog nos"), allergy to metals ("nickel allergy"), swelling face ("eyebrow swelling"), device expulsion ("device is slipping into my uterus"), abdominal distension ("bloating"), dysgeusia ("metallic taste"), dermatitis contact ("contact dermatitis"), hernia ("hernia") and muscle spasms ("muscle spasm"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and gastric sleeve surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, fibromyalgia and panic attack was resolving, the autoimmune disorder, thyroid disorder, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection, coital bleeding, bipolar disorder, tooth loss, fatigue, alopecia, psoriatic arthropathy, mood swings, flatulence, inflammation, feeling abnormal, allergy to metals, swelling face, device expulsion, abdominal distension, dysgeusia, dermatitis contact and hernia outcome was unknown, the vaginal haemorrhage, menorrhagia, constipation, abdominal pain, muscle strain and muscle spasms had resolved and the back pain, rheumatoid arthritis and pain had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bipolar disorder, coital bleeding, constipation, depression, dermatitis contact, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, flatulence, hernia, inflammation, menorrhagia, mood swings, muscle spasms, muscle strain, pain, panic attack, pelvic pain, psoriatic arthropathy, rheumatoid arthritis, swelling face, thyroid disorder, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Current weight: 210 lbs. Assessment after essure removal: foreign body in uterus, essure coils in the fallopian tubes and uterus that are causing pain, dysmenorrhea, dyspareunia. Small area of omental adhesions in the right lower quadrant. Uterus. Bilateral tubes and cervix removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: did not receive confirmation results. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-feb-2020: content from social media received. Event muscle spasm was added. Events abdominal pain, muscle clinch, muscle spasm were resolved. Events ra pain, pain and back pain were not recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), thyroid disorder ("thyroid disorders"), depression ("depression"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, thyroid disorder, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, pelvic pain, thyroid disorder and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.